Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the bullet broke off from the mesh leg when it was fired through the patient's left arcus tendineus, and was not located or retrieved. The procedure was completed with another of the same type of device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complaintant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.